Event description:
Device #2 malfunction: none. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during foot deployment, it was noted that the marker lumen blood flow was blunted. When the needle plunger was retracted, it was noticed that an anterior cuff miss occurred. The device was removed and a second proglide was used with bleeding around the device throughout deployment but with successful suture deployment. At the conclusion of suture management, some bleeding still occurred and manual compression was applied for 5 minutes achieving hemostasis. No hematoma or oozing was noted at this time. The wound was dressed per hospital protocol and sandbagged. One hour after closure the site was reported as dry, intact with no evidence of a hematoma or bruising. No adverse pt effects were reported. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #2 perclose proglide, part# 12673-05, lot# 62097-6h, indicated is being filed under medwatch manufacturer number: 2953144-2008-00285.